Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2023. During examination of leads, it was noted that there was noise on the right ventricular (rv) lead which led to inhibition of pacing and noise due to electromagnetic interference on right atrial (ra) lead. No programming was performed on the leads. The patient was in stable condition.